Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
There was no reported patient impact associated with this complaint. The patient noticed the pump was unresponsive to keypad presses when her mother was changing the battery. The pump was working, mom changed the battery and none of the buttons are responding. The patent denies getting pump wet.

Event description:
It was reported that the right ventricular lead exhibited low lead impedance. The lead was replaced.